Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Cracks to the display window, battery tube threads, reservoir tube lip and a scratched lcd window noted.

Event description:
It was reported that the customer was unable to rewind because the insulin pump is locked. Caller stated that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.